Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 12nov2020: the right groin was accessed to help facilitate retrieval of the filter with the gtrs system from the jugular access. The filter was eventually retrieved from the jugular access using the gtrs system.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the top of the filter was tilted toward the vena cava wall (unknown when the tilt occurred). The physician was able to use the gtrs to eventually retrieve the filter, but the patient's groin had to be accessed to help retrieve it. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Based on the provided information an exact cause for this event cannot be established. However, filter tilt is a known adverse event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Catalog# is unknown but referred to as cook celect filter; occupation: other health care professional. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the top of the filter was tilted toward the vena cava wall. The physician was able to use the gtrs to eventually retrieve the filter from above (from the neck) they attempted the filter from the neck with the gtrs system and they were not successful with those first few attempts. So they accessed the right groin to help facilitate the retrieval of the filter. Patient outcome: did the patient experience a delay or require any additional procedure due to this occurrence? They had to access the groin.